Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, when deploying, the subject stent did not expand well, thus a recapture was attempted and the recapture also failed. A medical intervention was also reported; however, the details of the intervention were not provided. The surgery was reported to be prolonged by 40 minutes. No further information available.